Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 11/22/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump powered up to a dim and discolored display with the auditory and vibratory features. All the keypad buttons responded properly. The bolus button cover was missing/detached. (B)(6).